Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported air embolus could not be conclusively determined. Per the IFU, air embolism is a known risk during the use of this device

Event description:
Additional information provided indicated that the patient had obstructive sleep apnea and the physician indicated the negative pressure may have drawn air through the sheath while the guidewire was inserted. The patient expired.

Event description:
During a paroxysmal cryoablation procedure, an air embolus occurred. After transseptal puncture with the sheath and needle, the needle was removed and a baylis protrack pigtail wire was inserted using fluoroscopy for visualization. Bradycardia was noted, the patient became hypotensive and st elevation occurred. Chest compressions were administered and an air embolism in the saphenous vein was confirmed with cardiac catheterization. It was noted blood was leaking through the hemostasis valve of the sheath. Negative pressure during one of the obstructions may have drafted air through the sheath with the wire inserted. The air was withdrawn and the patient stabilized, was transported to the ICU and is being followed.